Event description:
Rptr alleges pt believes their implants are smaller but can't be sure, but they are more painful. Pt has been in some motor vehicle accidents but does not recall a specific blow to the chest. Pt has developed systemic symptoms over the years which feels are related to implants and include arthralgias (positive morning stiffness)/myalgias, paresthesias/dysesthesias, spasms, fatigue, sleep disturbances, swollen glands, low grade fevers, hot flashes/sweats, headaches, visual changes, dizziness, memory loss, sicca, oral sores, rashes, sensitive to sun/cold (positive raynauds)/chemicals, shortness of breath/asthma, chest pain, choking sensation, hypertension, weight gain, gastrointestinal/genitourinary disturbances, easy bruising and pelvic pain.